Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Event description:
It was reported that a left total knee arthroplasty revision with polyethylene exchange done on left knee due to recurrent instability. Apparently loose piece of plastic was identified in the knee pre op. Patient had a total knee arthoplasty done on this same knee in 2009. Physicians questions if implant was at fault and caused the patient to need a replacements this soon after the initial procedure.

Event description:
It was reported that a left total knee arthroplasty revision with polyethylene exchange done on left knee due to recurrent instability. Apparently loose piece of plastic was identified in the knee pre op. Patient had a total knee arthoplasty done on this same knee in 2009. Physicians questions if implant was at fault and caused the patient to need a replacements this soon after the initial procedure.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown knee. Additional information has been requested and if received will be provided in a supplemental report.